Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the main coil was detached from the delivery wire and was kinked/bent and stretched. Functional testing could not be performed due to the damaged condition of the returned coil. Information available indicated that the device was in good condition prior to use and that it was prepared as per the dfu ( device directions for use) for this product. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
Analysis of the returned device noted that the coil had prematurely deployed during use. No consequences to the patient were reported.